Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, insulin was not observed to be exiting the cartridge during the load fill tubing process. Customer¿s blood glucose was 199 mg/dl. Customer changed the syringe needle and cartridge to resolve the issue.